Manufacturer narrative:
(B)(4). Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of myocardial infarction and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure on (B)(6) 2016 was to treat a 99% stenosis in the mid left anterior descending artery. The patient presented with unstable angina. Pre-dilatation was done with a 2.5 mm balloon reducing the stenosis to less than 40%. Then a 2.5 x 18 mm absorb gt1 scaffold was implanted and the final angiographic residual stenosis was less than 10%. No post-dilatation was done. The patient was discharged on dual antiplatelet drug therapy (dapt) of clopidogrel and aspirin. Monthly follow-up showed the patient remained asymptomatic and was compliant with dapt. The patient was re-admitted on (B)(6) 2017 with a st elevated myocardial infarction and scaffold thrombosis was found. A bare metal stent was implanted for treatment with a good final patient outcome. It was further reported that the patient had stopped dapt on (B)(6) 2017 due to scheduled cancer surgery. The patient was prescribed the same dapt. No additional information was provided.

Manufacturer narrative:
(B)(4). A cine was received and reviewed by an abbott vascular physician. The reviewer concluded that the absorb scaffold in the mid left anterior descending artery was under-sized and under-expanded at the time of initial implantation (incomplete implant technique) which is most likely the underlying cause of the thrombosis event.